Event description:
Allegedly removed during the revision of another component.

Event description:
Allegedly, removed during the revision of another component.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. Trends will be evaluated. No complaint was stated against this component. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00314, 00315.

Manufacturer narrative:
Conclusion: product did not contribute to event. Evidence that product in spec when used. Use of device could not be determined.